Manufacturer narrative:
Initial reporter address: (B)(6). A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the pump was programmed to infuse 300ml of blood. It was noted that the pump started beeping infusion completed but there was still 100ml left in bag. There was patient involvement but no harm.